Manufacturer narrative:
(B)(4). Batch # p93z3g. The following information was requested, but unavailable: what was the approximate size of the cystic artery? Was the device successfully on the cystic duct prior to these issues? Does the surgeon load and inspect each clip off the structure prior to placing on the structure and firing? Are there surgical photos available? If yes, please send to (B)(4). How many clips were deployed from the clip applier? Did they all have this issue? How many clips were on patient side? Please describe the form of the clips in more detail. How was the bleeding addressed? Did the patient require a blood transfusion? What is the current patient status? Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 11 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clip scissored on the artery, unknown which firing, and the patient is bleeding. The procedure was converted to open. The procedure is ongoing.

Manufacturer narrative:
(B)(4). MDR decision: malfunction. Upon review of the information provided; it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. Additional information was requested and the following was obtained: the surgeon reported that he did not believe the injury was due to the clip applier malfunctioning. He also stated that the clip applier malfunction was not the reason he had to convert the procedure from lap. To open. According to the surgeon, the first clip that was fired is the one that scissored. I have no additional information at this time. Additional information was requested, but unavailable: based on the surgeon¿s response that the clip applier malfunction was not the reason for the convert to open, what was the reason for the convert to open?